Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause of the issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during that device evaluation, the subject device had foreign objects in the air/water cylinder, scope connector case unit, air/water tube, and the adhesive on the bending section cover (a-rubber). There was no patient involvement.